Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.